Event description:
The customer contact reported the device alarmed with an e321 (batt charger timeout) error code. The device was returned to the biomedical department with a unsigned note that indicated; alarms malfunction code 321. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing, an e321 (batt charger timeout) error code was noted. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.